Event description:
It was reported that a pt being transfused through the device experienced hypotension from 115/55mmhg to approximately 75/45mmhg. The transfusion was stopped and the pt was administered 50mg of benadryl. The transfusion was restarted, hypotension occurred (sbp 60-69), and systolic blood pressure returned to baseline after platelets were infused.

Manufacturer narrative:
Analysis: the symptom of hypotension during transfusion of pts undergoing cardiac surgery appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular instability may be any one or several of the following circumstances: anesthesia, transfusion, angiotensin converting enzyme inhibitors, rapid transfusion flow rates, and routine use of vasoconstrictors and vasodilators. A specific report on transfusion reactions and use of the device, independent of brand, has been issued in the form of a FDA safety alert, dated may 4, 1999, entitled "hypotension and bedside leukocyte reduction filters". Unless substantially significant info becomes available, this constitutes a final report.